Manufacturer narrative:
The device was discarded after removal from the eye and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Iris damage and hyphema are listed in the device labeling as known inherent risks of glaucoma stent surgery. MFR reference #: (B)(4).

Event description:
The surgeon reported that during cataract surgery with attempted implantation of the I-stent, the patient moved unexpectedly and the iris root tore approximately 2 clock hours. The patient presented with hyphema postoperatively and was referred to a corneal specialist for iris repair. At the one week postoperative visit the hyphema was starting to clear.